Event description:
It was reported that the proximal filter failure to resheath occurred. Procedure summary a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter was deployed. The proximal filter was in a low position. The physician made an attempt to reposition the proximal filter of the sentinel cps. The physician experienced extreme difficulty when trying to recapture the proximal filter and was unable to fully resheath the proximal filter. The sentinel cps was removed from the patient with the proximal filter not fully resheathed. A new sentinel cps device was used to successfully complete the procedure. Patient status no patient complications were reported.